Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker experience premature battery depletion. Boston scientific technical services (ts) determined that the power consumption of the device has been increasing and recommended that the device should be explanted and send for analysis. This device remains in services. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker experience premature battery depletion. Boston scientific technical services (ts) determined that the power consumption of the device has been increasing and recommended that the device should be explanted and send for analysis. This device has been explanted and replaced. No additional adverse patient effects were reported.